Event description:
Complainant alleged that while attempting to defibrillate a pt, the associated defibrillator failed to discharge with their internal handles attached. Comp-complainant indicated that the clinician obtained another device and the same set of internal handles failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.